Manufacturer narrative:
Product complaint: (B)(4). Additional information: h 6. Health effect - clinical code. H 6. Health effect - impact code. Additional information provided: (B)(6) (B)(6) 2026: I am writing because I am very concerned about my worsening skin condition and I have not yet received a follow-up appointment after my discharge. Since (B)(6), I have been suffering from severe skin allergies, particularly on my knees and other parts of my body. The wounds have been weeping continuously, with unbearable itching, prickling pain, and soreness. I have seen my gp, dr. (B)(6), several times for advice. She prescribed ointments and chlorpromazine to help with the itching. However, my condition has continued to worsen. On (B)(6), I saw her again because the symptoms were becoming more severe. Dr. (B)(6) sent an email to your team along with photographs of my skin condition. I was discharged previously without clear follow-up instructions in case my condition worsened. At this stage, the itching is unbearable, and the weeping wounds have been ongoing for months. This situation is causing me significant distress and is seriously affecting my mental health. I urgently request an appointment for a full review of my skin condition. My skin patch testing has not yet been arranged, and I am still waiting for an appointment. I will enclose updated photographs of my current condition for your review. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent a ukr procedure on (B)(6) 2025 and topical skin adhesive was used. The patient had an allergic reaction at 2weeks post op. The patient responded well to emollient and steroid cream. The patient had topical skin adhesive on the other leg for ukr several years ago. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4) this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. D4: UDI: as the catalog/model number was not provided, the (01) gtin is not available. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: what is the procedure name? Oxford left medial ukr what is the procedure date? (B)(6) 2025. What date did the reaction occur on? 2 weeks post-op when prineo removed what does the reaction look like and how large of an area does the reaction cover? See photo, eventually spread to blanching rash all over body at week 3 do you have any pictures of the reaction? See photo below was the steroid cream prescription strength? Yes - octenisan wash, clobetasol steroid cream and a topical emollient were applied to area in photograph x2 a day until reaction improved. Flucloxacillin was also prescribed as prophylaxis against local infection of blisters. In addition to steroid cream, was there any medical or surgical intervention performed (product removed; re-operation; re-closure; prescription medication)? If so, please specify. Prineo removed at 2 weeks post surgery and only creams applied as above for 2 weeks until reaction settled if medication was required, please clarify if it was prescription strength. As above can you identify the product code and lot number of the product that was used? No what is the most current patient status? Reaction improved at with one week of treatment and gone at 2weeks post treatment was prineo/dermabond or skin adhesive used on the patient in a previous surgery or wound closure? Yes - dermabond used for previous right medial ukr wound 2023. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: were any cultures taken? Results? Please describe how the adhesive was applied. How was the wound cleaned and dried prior to prineo application? What prep was used prior to, during or after adhesive use? Was a dressing placed over the incision? If so, what type of cover dressing was used? Is the patient hypersensitive or do they have allergies to cyanoacrylate or formaldehyde? Is the patient hypersensitive to pressure sensitive adhesives? Was patient screening done prior the procedure, e.g. Check patient is not allergic to cyanoacrylate, formaldehyde, bac, pressure-sensitive adhesive? Patient demographics: initials / ID, gender, age or date of birth, bmi? Patient pre-existing medical conditions (ie. Allergies, history of reactions)? Has the patient used or been exposed to similar glues/agents for repair, crafts, cosmetic use (lashes, nails)? Product code and lot number of product used? Name of surgeon? What is the physician¿s opinion as to the etiology of or contributing factors to this event?

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: a2, a3a, a4, b7, h6. Additional information was requested, and the following was obtained: these are the comorbidities of the patient: high cholesterol. Hypertension. Hypothyroidism. Type 2 diabetes mellitus. Vulnerable adult. Ethnicity: philippineo. Age 67. Body mass index measured: 26.44 kg/m2. This lady had dermabond glue to the other leg for ukr several years ago. Allergies (active). Indapamide. Non-steroidal anti-inflammatory agent: rifampicin. This lady sadly came back to clinic today with all over body blistering, wound is healed but we have referred her dermatology who will provide now stronger steroids.